Manufacturer narrative:
Customer refused repair at time of service.

Event description:
The customer reported the ventilator would not power on via ac power. The manufacturer's service technician verified the customer reported problem, and noted a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence during operation. The service technician replaced the power supply to address the finding, however, the customer then refused the repair because they thought the device was under warranty but it was not. The service technician removed the replacement power supply and reinstalled the original power supply into the unit. The service technician identified the unit as 'do not use'.